Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable nh3l ammonia results for one patient sample tested on the cobas 6000 c501 (ul) v. The initial result was not reported outside of the laboratory. The reporter reran the sample as they did not have any previous history of results for the patient. The repeat results matched and were deemed correct. The initial result was 125 umol/l. The first repeat result was 59 umol/l. This repeat result was reported outside of the laboratory. The second repeat result was 58 umol/l. The reagent lot number is 565383. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate any issues. Qc 1 was within the 3 sd range. Qc 2 after rerun was within the 2 sd range. The customer range was not provided and was not evaluated. The alarm trace did not indicate any issues. The field service engineer (fse) replaced the vacuum pump diaphragms. He also found the tubing to the front chamber collapsed so replaced it. He performed a baseline check on the system, adjusted the current sample probe, replaced the rinse nozzle tips, repaired a leak for the cell cleaner, and set the cell rinse volumes. He adjusted the sample probe wash station. He also checked the water and gear pump pressures. He performed a 20-point precision test with acceptable results. The customer performed qc with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.